Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
The patient was initially implanted with a bifurcated device, an infrarenal aortic extension, a limb extension and two suprarenal aortic extensions on (B)(6) 2016. At the initial implant, the patient had a potential arterial venous fistula (av fistula). In (B)(6) 2016 the patient had a ruptured aneurysm and it was reported the physician repaired the rupture and confirmed the presence of the av fistula. The physician elected to implant an aortic extension into the ivc to seal the leak. On (B)(6) 2016, a follow up showed an endoleak in the distal aorta communicating from the ivc. Physician is planning to coil the aneurysm, the procedure has not been scheduled. The patient is in stable condition.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm presence of the a-v fistula and an unknown endoleak, the type 2 coiling could not be confirmed. The patient is being monitored closely by the physician. Additionally there was evidence to reasonably support the following observations; during the initial implant there was an intraoperative stent migration, an intraoperative type 1b endoleak, at 4 months post initial procedure there is a partial stent collapse and a type 2 endoleak. The clinical assessment was based on adequate medical records and adequate patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not returned for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factors to the reported event; off label use, anti-coagulation therapy, anti-platelet therapy, a patent lumbar artery and the bending of the left common iliac artery portion of the main body stent during the initial implant which may have led to the partial stent collapse and unknown distal endoleak.